Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing found the device would not power on with the original battery pack, but did power on and function normally when connected to a lab battery pack. Visual inspection of the interior of the battery pack found one of the batteries had leaked inside the pack. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device stopped working in very short time. The event timing was during surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Upon visual inspection of the interior of the battery pack found one of the batteries had leaked inside the pack.